Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and an irrigation issue (device used in the patient) was observed. During the procedure, the catheter could not be irrigated. Removing it from the body, still did not allow irrigation. The procedure was delayed 10 minutes. The procedure was completed successfully. No patient consequence. Additional information was received. The issue was discovered as the irrigation stopped. The catheter had an irrigation problem. The pump worked well. The device was used in the patient. The correct catheter settings were selected on the generator. They used the c-fusor 500 for irrigation of the pentaray nav catheter. Steps taken to resolve the issue. The catheter was removed from the patient. Checked the irrigation manually. It did not work. Changed the pentaray nav catheter.